Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that it was not possible to ventilate the patient. There was no injury reported.

Event description:
Please refer to initial MFR. Report #9611500-2019-00265.

Manufacturer narrative:
The customer was seeking assistance from draeger tech support and the initial remote expertise was pointing to a malfunction of the pcb that controls display and user interface. The board was replaced; the device passed all tests and could be returned to use. The original board however did not exhibit any malfunction when being installed into the periphery of a lab device. The provided log file was partly overwritten already with newer entries and did not capture the time of event anymore. Among the later recorded entries some instances of internal communication errors between the device's subsystem could be found which indeed can be put in causal connection to the pcb that has been replaced. The exact mechanism of fault could not be determined. A sporadic malfunction of the board may be explained by an electrostatic discharge via the touch screen or any further emc effects produced by rf surgery equipment or other peripheral devices since such issues do not leave footprints in the error log. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.